Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported he was hospitalized. Blood glucose at the time of admission was 13 mg/dl. Customer stated that he had issues with bent cannulas and his blood glucose went up to 526 and 596 mg/dl; treated with manual injection. Customer also reported that he over delivered insulin with the insulin pump; he was not sure of the details but was hospitalized because of it. Nothing further reported.